Manufacturer narrative:
System is not accepting 3130 (wheel) as component code and investigation findings code. Hence, mentioning it here. Type of investigation investigation findings investigation conclusions 10 3130 1069 unit paired successfully to commercial app. Inpen received with leadscrew 1/4 fully retracted. Unable to perform baseline and wireless functionality, leadscrew reset torque test, and displacement dose accuracy due to missing injection foot and return dial broken. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation. In conclusion: missing injection foot and return dial broken were found during visual inspection. A missing injection foot and return dial broken can affect insulin delivery. Therefore, customer's complaint for screw retracts when dialing, screw gets stuck, and dose log inaccuracy could not be confirmed due to missing injection foot and return dial broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged difficult to dial/dose, dose log/report data inaccuracy, inpen was jammed and unable to deliver dose. The customer reported no adverse event. The event involved product(s) mmt-105nnblw1. Troubleshooting was performed. Customer confirmed intended dose amount and dose amount recorded in the inpen app was different. No harm requiring medical intervention was reported. No product return is required for mmt-105nnblw1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.